Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. No root cause can be identified at this time.

Event description:
During literature review it was identified that between the dates of march 2018 and march 2020, 105 patients underwent lateral interbody procedures were one patient experienced a small cerebrovascular event shortly after surgery. It is unknown if nuvasive¿ s products were used with this alleged case as multiple manufactures were referenced in article.